Event description:
Caller reported that the t:slim x2 pump battery was not charging and that a power source alert appeared in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a functioning outlet for at least 30 consecutive minutes to see if the pump would begin charging, and technical support planned to follow up.